Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease. The cause of the event cannot conclusively be determined; however, patient factors and progression of underlying valvular disease likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 21mm aortic valve was explanted after an implant duration of approx. 13 years and 3 months due to degeneration leading to leaflet torn and stenosis (gradient 30mmhg). The annulus of the patient was heavily calcified and regular annular debridement was performed. As reported, on explant two small holes in 1 leaflet and 3 rigid leaflets were observed. The patient presented with persistent shortness of breath and a gradient across the aortic valve of 54mmhg. A non-edwards device was implanted in replacement. The patient was discharged on pod #6. Reportedly, the initial procedure was a CABG + mvrepair + avr.

Manufacturer narrative:
H3: device evaluation: customer report of degeneration and stenosis was confirmed through observed host tissue overgrowth. Report of torn leaflet was confirmed through observed leaflet damage due to suture tail abrasion. Leaflet 1 had two perforations that were beveled at the out aspect, a typical characteristic of those caused by suture tail abrasions. Leaflet 3 also had a perforation that was beveled at the outflow aspect. Multiple sutures remained attached to the sewing ring around the valve. Free margin of leaflet 2 had a tear approximately 4 mm near commissure 3. Moderate host tissue overgrowth encroached onto the tissue and into the oriiice at the greatest distance of approximately 3 mm on leaflet 3 at the inflow aspect.minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2 mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect.host tissue overgrowth restricted leaflet mobility and led to the stenosis. X-ray demonstrated wireform intact. Serrated mechanical damage was observed on the surfaces of leaflets 1 and 3 and on the outflow aspect. Sewing ring was cut off and exposed the wireform and metal band around the valve on the inflow aspect, cut off sewing ring fragment was not returned. Wireform was also exposed on commissure 2 and 3. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The cause of the torn leaflets was due to suture abrasions most likely related to original implant procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6.

Event description:
Edwards received notification that this valve model 3300tfx21mm was explanted after an implant duration of 3 years and 8 months due to degeneration leading to leaflet torn and stenosis (gradient 30mmhg). The annulus of the patient was heavily calcified and regular annular debridement was performed. As reported, on explant two small holes in 1 leaflet and 3 rigid leaflets were observed. The patient presented with persistent shortness of breath and a gradient across the aortic valve of 54mmhg. A non-edwards device was implanted in replacement. The patient was discharged on pod #6. Reportedly, the initial procedure was a CABG + mvrepair + avr. The explanted device was noted as to be available for inspection.